Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor mini had failed to turn on. After replacement of the transformer, the compressor mini was running as expected, and the device was returned back to the customer cleared for clinical usage. The returned transformer was installed in a reference compressor mini that confirmed the failure. It was found that one of the primary circuits in the transformer had an open circuit. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to a stoppage of ventilation. Why the transformer had failed could not be determined from in this investigation.

Event description:
(B)(4).

Event description:
It was reported that the compressor mini failed to turn on. There was no patient involvement reported. (B)(4).